Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and isd board were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system would not boot-up. No pt injury was reported.